Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. Lcd connector was inspected and no anomaly was noted. Unit was received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.